Event description:
During follow-up, noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead in patient that is not pacemaker dependent. The physician alleged insulation damage, although it was not confirmed. Provocative testing was performed and revealed no anomalies. The patient elected to monitor the patient. No intervention has been performed. The patient was in stable condition.